Event description:
The customer states that two samples were drawn on a patient to confirm pregnancy. One sample was a dry tube and the other was a bd vacutainer sst (serum separator tube). A negative axsym bhcg result of <2.0 miu/ml was generated from the serum separator tube. The customer was surprised by the result because an echography showed that the patient was pregnant. The customer then tested both samples drawn from the patient. The dry tube correctly tested positive at 139 miu/ml, but the serum separator tube again tested negative. The customer tested both samples on two alternate methods (firstsign and dade xpand) and the results were similar to axsym. The dry tube tested positive and the bd serum separator tube tested negative. No impact to patient management was reported.